Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 168 mg/dl. The customer stated that there is crack on lcd screen. The customer stated that the device was dropped on the floor. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump passed the displacement test. All buttons functioned properly. No damage noted on the keypad assembly. No button error alarms noted during testing. No unlocked lcd keypad connector noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked/bleeding lcd glass.